Manufacturer narrative:
(B)(4). Device evaluation: a visual inspection and functional tests were performed. Device evaluation discovered and confirmed the condition of failure code 810:11 and determined the root cause to be an out of calibration air in line printed circuit board. The air in line printed circuit board was calibrated to repair this condition. A follow up report will be submitted if additional information becomes available.

Event description:
During baxter device evaluation, failure code 810:11 was found during testing. No patient injury or medical intervention was reported. The user interface module master software version is 5.09.90, which is classified as remediated. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the root cause investigation for the reported problem is in progress through (B)(4).